Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the burned cover is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The cause of the no image was due to damaged charge-coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the plastic distal end cover of the videoscope was found to be burned, and the charge-coupled device unit was broken, causing no image to be displayed. There was no patient involvement.